Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 77 mg/dl. The customer stated that she may have accidentally given herself over 40 units of insulin. No further info was provided.